Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer was hospitalized on (B)(6) 2017 at 8:30 pm due to a low blood glucose of 25 mg/dl. The paramedics was dispatched. The customer was sent to the emergency room. The customer¿s blood glucose at the time of admission was 161 mg/dl and 565 mg/dl at the time of the call on (B)(6) 2017. They were treated with fluids, intravenous therapy, and potassium. They were not wearing the insulin pump for less than 48 hours prior to the hospitalization. Troubleshooting was performed on the insulin pump. The device will not be returned for analysis.